Event description:
It was reported during an unknown procedure an etc60 worked fine for the first firing then did not cut with reload #2 (second firing). A different reload was tried and it still did not work. It is unknown as to how the case was completed. The exact date of the event is not certain. There was no consequence to the pt. Product was discarded by hosp, tyvek package is being returned.